Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call high blood glucose levels, pump error and replace battery now alarm on the insulin pump. Customer¿s blood glucose level was 429 mg/dl. Customer treated their high blood glucose levels via manual injections and the insulin pump. Troubleshooting for the alarm was performed. Customer¿s parent advised the insulin pump was without a battery for over eight hours. Customer was able to clear the pump error 23 alarm and successfully rewind the device. The insulin pump was not returned for analysis.